Manufacturer narrative:
(B)(4).

Event description:
Customer states that radio paque marker dislodged from catheter. Proximal marker noted in right anterior tibial artery. No retrieval attempted due to one vessel runoff. Angioplasty done. Pt. Is recovering well s/p office follow up.

Event description:
Radio-opaque marker dislodged from catheter.